Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall number: 2531779-03/24/2010-003-r.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump would push out the entire cartridge of insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: there were no cartridge detected alarms in the pump's black box history. Attempting the rewind and load steps caused a no cartridge detected alarm. The pump's force sensor calibration reading was 0. When the pump was opened for inspection one of the components in the force sensor was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.